Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2009. Many years later the patient suffers mental and physical pain and suffering, sustained permanent injury, further corrective surgery, financial or economic loss, and mesh erosion. No further information has been provided.